Event description:
Customer reported an infusion of precedex (dexmedetomidine hydrochloride) infused faster than expected. The user reported a 100 ml bag of precedex (4 mcg/ml) was programmed to infuse at 6.4 ml/hr. The bag of precedex was hung at 15:30pm and the bag was found dry at 16:44pm. The devices have been sequestered since the event. The customer wants to know from the log review what other infusions were programmed around the time of the event. The customer stated no long-term pt harm occurred and no medical intervention was required. Reported the pt had a transient decrease in blood pressure, after 45 minutes the pt's blood pressure returned to baseline. (Bp values were not provided.) Customer stated no further pt or event info is available.

Manufacturer narrative:
(B)(4). Customer stated that the product will not be returned at this time. The event logs and data set have been received and log review is pending. A f/u report will be submitted once the investigation has been completed.